Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported clip opening while locked. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. Based on available information, a cause for the reported clip opening while locked could not be conclusively determined. The reported mitral regurgitation appears to be a cascading event of the clip opening while locked. The reported patient effect of mitral regurgitation, as listed in the mitraclip g4 system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully placed on the anterior-2/posterior-2 (a2/p2) leaflets. After deployment, the clip opened to approximately 5 degrees. The clip remained stable and the mr was reduced to grade 1+. The procedure was discontinued. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, it was reported, that the mr had worsened. No additional information was reported.